Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316 ,lot#: 15021917, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient, who had a previous revision (MFR report #: 3006630150-2014-00215), developed a procedure related infection at the pocket site. Symptom was pus. The patient was treated with an antibiotic and underwent an explant procedure.